Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system failed to boot up. Upon troubleshooting, fse powered down the system and performed a reboot. During the boot sequence, fse observed the host pc was not booting up at system power up. The host pc will boot up with a button press on the front of the pc. To resolve the issue, fse replaced the host pc, transferred the previous hard drive over, and installed the corrected new license file. The defective host pc was returned to philips for failure analysis, and it was observed that the unit failed to power on, indicating a possible defective motherboard or power supply. After replacement, the system was returned to good working condition. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system did not boot up the system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.